Event description:
Customer reported, the system is making a popping noise and displaying an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and performed a filament calibration. System operates as intended.